Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using a pod6. During the procedure, the physician advanced the pod6 into the target vessel using a lantern delivery microcatheter (lantern). The physician then noticed that the pod6 was oversized and decided to remove it and save it for later use. The pod6 introducer sheath was then flushed and backloaded onto the pod6 pusher assembly. While loading the pod6 pusher assembly into its introducer sheath, it was noticed that the embolization coil did not continue to retract through the lantern and that the pod6 had unintentionally detached inside the lantern. Therefore, the physician removed the lantern containing the detached coil and no part of the coil was left in the patient. The coil was flushed out on the back table and the procedure was completed using the same lantern and a pod4. There was no report of an adverse effect to the patient.